Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that left tka revision surgery was performed due to patient having pain. Patellar button was replaced and paint stopped after surgery.

Event description:
It was reported that a left tka was performed due to the patient was having pain. Patellar button was replaced and paint stopped after surgery.